Event description:
The pump was returned for investigation. Investigation revealed that the force sensor calibration and force sensor resistance were out of specifications. Additionally, contamination was found on the force sensor. This report is made based on results of investigation completed on (B)(4) 2013. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the force sensor calibration reading was out of specifications. The pump was opened and contamination was found on the force sensor plate. The force sensor plate resistance was found to be out of specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.